Manufacturer narrative:
The concomitant lvad pump remains implanted. The involved controller has been returned to the manufacturer with analysis pending. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient has had a repeat alarm issue all four (4) batteries. The same "battery disconnect" alarm involving the same port (left battery port when looking at the screen) alarmed: battery disconnect was reported. The controller was exchanged. There were no consequences to the patient reported. Patient is sure the batteries were well connected, being a very compliant adult patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed; log file analysis did not reveal any power disconnect alarms. Analysis of the device revealed that the device met specifications; the controller passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with unconfirmed power disconnect alarms may be associated with a communication error between the controller and battery. In the absence of a device malfunction, the root cause cannot be conclusively determined. A possible root cause is a communication error between the controller and battery. Controller (B)(4) was returned for evaluation on (B)(4) 2015. Heartware will submit a supplemental report if new information becomes available.